Event description:
It is reported that the patient underwent a left knee arthroplasty revision approximately thirteen (13) years post-operatively to address pain, swelling and difficulty ambulating. During the revision, the tibial component was identified to be grossly loose. All components were revised except the patella. Initial operative notes noted no intraoperative complications. Revision operative notes noted the femoral component was well-fixed and the tibial component was grossly loose with no adhesion of bone cement to the component. No intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, b7, d1, d4, d6b d10, g3, g6, h2, h6, h11. D10 - concomitant devices - nexgen option cemented femoral component catalog #: 00576401551 lot #: 61757906, nexgen stemmed nonaugmentable option tibial component catalog #: 00598603702 lot #: 61797934, nexgen standard cemented all poly patella size 35mm catalog #: 00597206535 lot #: 61828236.

Event description:
It is reported that the patient is scheduled for a left knee arthroplasty revision approximately thirteen (13) years post-operatively to address pain, swelling and difficulty ambulating. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni, unknown zimmer patella catalog #: ni lot #: ni. Medical records were reviewed, however, the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. The root cause remains undetermined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.